Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels and blank screen issues. The customer's blood glucose level at the time of incident was unknown. The customer's current level is 136mg/dl. The customer states they have been treating the high levels with manual injections. The customer was not able to complete troubleshoot due to being at work. The customer states they will call back to complete troubleshoot.